Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/15/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested the following was obtained: - were there any unexpected outcomes or complications resulting from the prolonged surgery time? No. - how long, in minutes, did the surgery prolong? About 1 minute. - which tissue was being sutured when the event occurred? Subcutaneous tissue. - was additional dissection required in other organs/tissues other than the target tissue? --no. - was there any change in the patient¿s post operative care due to the prolonged procedure? No. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and suture was used. During the process of suturing the patient's tissue during surgery, the suture suddenly broke from the needle end, causing the problem of pulling off suture needle happened and become unusable. The doctor replaced the suture, which resulted in an extension of the surgery time. There were no patient consequences reported. Additional information was requested.